Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. There is no new additional information that would affect the investigation.

Event description:
Update 03/16/2014 - medical records were obtained. Medical records indicate creamy fluid, synovitis and fibrous growth in the cup the complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 03/27/2014.

Event description:
Litigation alleges that patient has excessive levels of cobalt and chromium.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.